Event description:
Information was received regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor experienced a change in therapy. The patient indicated that it was working and then it stopped working when she called in. The patient indicated that she does feel stimulation on program 1 at 3.8 and confirmed that stimulation is on. It was also confirmed that stimulation was felt in the correct area. The patient then increased to 4.3 on program 1 and said "she has to wait and then it calms down." The patient was advised that if stimulation is uncomfortable stimulation may be too high. The patient stated that it was always like this event when it worked. It was reviewed with the patient that it can take time of the body to resold to therapy and therefore titrations should be discussed with the patient's healthcare provider (hcp). The patient planned to give it 2-3 days and if that does not work she will try increasing it, but was reminded that stimulation should not be uncomfortable. Patient status is unknown at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer¿s family regarding a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the therapy was not working for the patient. The patient experienced uncomfortable stim and hurt in genital region when they used the patient programmer (pp) to check or turn on therapy. It was notice that they tried to increasing stim with the implantable neurostimulator (ins) off. During the call, the caller was instructed to turn the ins down to 0v then turn stim off and increased to comfortable. Patient was initial at 2.8v and ended at 1v.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the family member. Patient has experienced a loss or change of therapy and thinks they need to change programs because it's not working. It was clarified that the patient is in a lot of pain, and the problem that originated, is persisting. It was also confirmed that the patient has experienced a return of symptoms. Caller confirmed that therapy is on and the patient is on program 1 at 4.3v. It was reviewed to change to program 2 at 0.6v. Caller clarifies the patient's pain originates from their stomach and can't walk. The inability to walk was clarified as "when one is closing the legs to hold pee in when you have to go; caller states that is how patient always walks." Family member reports the patient has experienced pain in their butt. Caller further confirmed there is like a slight discomfort that has always been present and never really went away but was tolerable. It was reviewed to monitor symptoms, decrease stimulation or turn it off, and to follow up with the healthcare provider (hcp) if the patient is still experiencing pain. Family member called in fifteen days later. Family member reports painful stimulation and uncomfortable stimulation. After switching to program 2, the patient could feel stimulation, but couldn't increase it higher than 1.0v and encountered the, "max increase" screen. When they tried to switch back to program 1, stimulation was so high that it was like the patient was being electrocuted, the pain was unbearable which made the patient scream. The implantable neurostimulator (ins) was turned it off on the call to decrease stim on program 1. It was reviewed that stimulation can be lowered and another program activated while stimulation is off to avoid discomfort. Family member was assisted in changing back to program 1 at 1.0v where the patient felt stimulation and says it's fine. A poor communication screen was also encountered, but they got past it after moving the antenna. Caller also encountered a battery low scree, but went back to the therapy screen to adjust stimulation and the screen never returned. Family member was directed to change batteries soon just in case. Caller says they feel like the device is not doing anything and they are not sure if it is completely working. Caller says the patient can't go out of the house, has no control over symptoms, and how the problem still persists after a year. Caller says the patient was implanted for bowel and it is not helping, but program 1 seems to help the most. The patient hasn't tried program 3 or 4, but program 1 was helping their symptoms. However, program 1 has led to pain in the bladder. No further patient complications have been reported as a result of this event.